Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector at lcd board. No cosmetic damage noted. (B)(4).

Event description:
It was reported via phone call that the insulin pump had black line across the display. The customer stated that the screen was difficult to read. Customer's blood glucose level at the time was over 200 mg/dl. Treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.